Manufacturer narrative:
Qc was in range for the previous 7 days. On (B)(4) 2009, the field svc engineer evaluated the analyzer and identified a dried clot in the sample probe wash tower, which customer had removed. Aligned the sample probe and ran carryover, which passed. Replaced the aspirate probe peristaltic pump tubing and aspirate probes, proactively. Ran high sensitivity sys check - all passed. Rebuilt the sample pump. Customer recalibrated and ran qc to verify. Verified repair per established procedures. Results meet published performance specs. No clear hardware root cause was identified. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. This is 1 of 5 reported by the customer. The related mdrs are: 2122870-2011-04918, 04919, 04920, 04921.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for 5 pts when using the unicel dxl 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 1 of 5 reported by the customer. An MDR was filed for each of the five pts.